Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for needle separation with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was unable to identify a definite root cause.

Event description:
It was reported that the needle separated from the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder when the shield was removed. No injury or medical intervention.